Event description:
Caller reported a cgm error 42 associated with a g6 sensor. There was no adverse impact to the caller's blood glucose level. Technical support provided comprehensive instructions for a pump reset, and the caller was guided through the process. After the pump reset, the cgm error did not reappear, and the caller successfully started their sensor session.